Manufacturer narrative:
Date implanted: 2009. (B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
Reportedly, the patient's post-operative period was marked by severe pain. Following the surgery the patient suffered from autonomic neuropathy, small fiber neuropathy, peripheral neuropathy, muscle atrophy and nerve damage, inflammatory reactions, chronic radiculitis, sterility, osteolysis (bone resorption), displacement or migration of the spacer cage, pseudoarthrosis, dysphagia, difficulty breathing, difficulty gripping and holding items, and chronic pain. The patient now suffers from bone overgrowth causing nerve compression, chronic pain and radiculitis, and emotional distress and mental anguish.

Event description:
It was reported that on (B)(6) 2009, the patient underwent two lateral x-rays of cervical spine due to history of disk space localization, anterior fusion and neck pain.

Event description:
It was reported that the patient underwent a cervical fusion using (B)(4) and allegedly has been having problems ever since surgery. The patient cannot turn her head, and reports having an "awful" humpback appearance. The patient has been put on high dose narcotics, but is decreasing her own dose "because of the new laws and the stigma related to the prescribing of narcotics". An MRI taken in 2012 reportedly showed changes from an mir taken in 2009. The patient previously had one herniated disc on mir, and now has "many problems".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent an acdf. Post-op, the patient developed nerve damage.

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
As reported by the patient, she has had problems ranging from parkinsonism to severe memory loss. Her brain scan has shown changes after the alleged "off-label use" of the rhbmp-2/acs in cervical spine. Allegedly, she has developed severe spine problems and has bent forward at the waist and lean to the right. She has also suffered from so much pain that she is finding it difficult to care for herself. Her symptoms are worsening with problems above and below the implant.